Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported pca did not accept 20ml syringe or any syringes was not identified during the customer call.

Event description:
It was reported that the 8120 did not accept 20ml syringe or any syringes. There was no patient involvement.